Event description:
The customer reported that he received a "pdm prompt that the pod was working", though his bg levels within the first day of activating the pod were high (greater than 500mg/dl). He stated that the "needle to insert the cannula did not deploy". No other information about the device or the event was provided. The pod will be returned for evaluation.

Manufacturer narrative:
The customer stated that the needle and cannula had not deployed from the pod. This indicates that the needle mechanism possibly malfunctioned due to a damaged component. Since the pod was not returned for evaluation, however, no malfunction can be confirmed. The omnipod user guide instructs users to "check the infusion site after insertion" to ensure proper placement. If labeling instructions were properly followed, the user would have noticed that the cannula hadn't deployed (which would have been visible through the pod's viewing port) and have deactivated the device. The user guide also advises users to check their blood glucose levels frequently so they're able to react quickly and appropriately to any issues.